Manufacturer narrative:
Results and conclusions: (reaction). (No results available since no evaluation performed). Device or procedural images not provided for review. (None). Device not returned for evaluation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician successfully deployed one endeavor drug-eluting stent to a patient. Approximately 2 months later the patient complained about respiratory discomfort and was diagnosed with interstitial pneumonia. Although all possible factors of the disease were eliminated along with the treatment with psl, no improvement was observed. The physician believes that the zotarolimus coating on the stent could have caused or contributed to the interstitial pneumonia.